Event description:
It was reported that during a gastrectomy when performing gastrojejunostomy the staple was malformed causing the surgeon to over sew the entire staple line. According to the surgeon this worked out ok for the patient. No leakage afterwards. Device has been discarded.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: on which firing of the device did the event occur? Third firing. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? Middle of staple line. Where the malformed staples on the line closest to the cut line or in all of the rows? Unknown. Where the staple legs unformed or did they have irregular shapes? Unknown. Was buttressing material utilized? No. If buttressing material was used, what product? No. Was the device fired over an existing staple line? No.